Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 59-year-old male with a past medical history of coronary artery bypass graft (CABG) and coronary artery disease (cad) patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), there was an ongoing purge pressure (pp) high/purge system blocked alarm. Tissue plasminogen activator (tpa) was initiated. There was no noted interruption of flow or support for the patient. It was noted that the tpa resolved the issue. The post-procedure outcome is unknown. The impella functioned at p-8 at 4.9l/min as intended. Thrombus formation can create a blockage that restricts the flow of purge solution, and can occur due to inadequate anticoagulation. This is often corrected by using tpa.

Manufacturer narrative:
Patient weight and explant date were provided. A4 and d6b were updated.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.